Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the returned mask caused or contributed to the reported event was inconclusive due to the condition of the returned sample. One vapor barrier mask was returned for investigation. The mask revealed evidence of use. The manufactured folds in the material had been adjusted. What appeared to be lipstick was observed in the inside surface of the mask. No loose or foreign material was observed with the naked eye on either side of the mask. A microscopic examination revealed four fibers on the inside surface of the mask. The size of each fiber was below the reject criteria for loose material. It is possible that the observed fibers were introduced during handling after the reported event. It was reported that a particle was inside the mask at the time it was placed on the user¿s face. The particle was allegedly inhaled, which affected the user¿s breathing. The source of the particle was inconclusive. A lot history review (lhr) of rebu2312 showed no other similar product complaint(s) from this lot number.

Event description:
Sales rep reported that the rn opened the sterile kit and used the mask from inside. It was reported that there was a particle inside of the mask at the time the rn placed it on her face and that she breathed it in reportedly causing her airway to close. Because she was unable to breathe at all a code blue was called, and the nurse was then taken to the emergency department for observation.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebu2312 showed no other similar product complaint(s) from this lot number.

Event description:
Sales rep reported that the rn opened the sterile kit and used the mask from inside. It was reported that there was a particle inside of the mask at the time the rn placed it on her face and that she breathed it in reportedly causing her airway to close. Because she was unable to breathe at all a code blue was called, and the nurse was then taken to the emergency department for observation.